Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. (Device codes): (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date was unknown. During the procedure, while using the device, after pressing the pedal to deliver current to the device, the cutting wire broke. The device was removed and cut. The procedure was completed with another of the same device. There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts.